Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia as well as the insulin pump had motor error. The customer blood glucose level was 424 mg/dl. The customer was assisted with troubleshooting. Customer states drive support cap appears normal. Customer was able to successfully clear the alarm. Customer was able to complete insulin pump rewind. Customer stated the insulin pump alarms history did not contains more than one motor error alarm within the last 30 days. Customer states they performed displacement test and test results was passed. The device will not be returned for analysis.